Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the patient¿s peritonitis was not definitively determined, possible contamination was suspected. The culture result of coagulase-negative staphylococcus and candida tropicalis supports that theory as both organisms can be found on human skin. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of being unable to fill and drain. Additionally, the patient reported abdominal pain and a cloudy pd effluent bag. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days for 14 days and ip ceftazidime 2g daily for 14 days. The culture resulted positive for coagulase negative staphylococcus and candida tropicalis. The white cell count was 21,180 with 92% polymorphonuclear cells. The patient was admitted to the hospital on (B)(6) 2025 due to not being able to complete treatment. The pd catheter was removed on (B)(6) 2025 and the patient was transitioned to hemodialysis (hd) due to fungal and bacterial peritonitis. The suspected cause of the peritonitis is possible contamination.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the sample was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage to paint on the heater tray. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of being unable to fill and drain. Additionally, the patient reported abdominal pain and a cloudy pd effluent bag. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days for 14 days and ip ceftazidime 2g daily for 14 days. The culture resulted positive for coagulase negative staphylococcus and candida tropicalis. The white cell count was 21,180 with 92% polymorphonuclear cells. The patient was admitted to the hospital on (B)(6) 2025 due to not being able to complete treatment. The pd catheter was removed on (B)(6) 2025 and the patient was transitioned to hemodialysis (hd) due to fungal and bacterial peritonitis. The suspected cause of the peritonitis is possible contamination.